Manufacturer narrative:
Please note that the UDI, manufacturing date and expiration date of the product was added to section d and section h accordingly.     Complaint conclusion:   as reported, after using buttons 1 and 2 for a mynx ace vascular closure device (vcd), button 3 became stuck and would not slide after halfway. After a few tries it then slid. When he removed the device, the user noticed the balloon had ruptured. Patient's hospitalization was not extended. Mynx ace was still closed successfully; however, additional manual compression for 30 minutes or less was used to be sure. There was no patient injury. He confirmed there was no calcification in the artery nor was there any hard pulling of the device. The access site was located in the femoral artery for an interventional peripheral procedure. The vessel size was unknown and the stick location was in the groin. A non-cordis 5f sheath had been used before the procedure. The mynx ace vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon was fully deflated, and it was prepped with contrast or saline.   A non-sterile mynx ace vascular closure device 6f-7f involved in the reported complaint was returned for investigation. The device was returned with button # 2 fully depressed and button # 3 (for balloon retraction) was not retracted. The sealant was not returned. Per visual inspection, at high magnification, it was revealed that the balloon proximal bond was detached from the polyimide shaft. The balloon was bunched up, exposing the balloon proximal bond area. The core wire was observed curled. Blood was observed all over the returned device and in the inflation tube. This condition could cause the balloon material to bunch or cluster at the distal end of the tamp tube and present resistance during button 3 retraction. Button # 3 of the returned device was functional tested and was able slid back with slight resistance which may have been attributed to the dried blood on the device. The balloon was bunched up at the distal end of the tamp tube after the button # 3 was fully retracted. The condition of the returned device indicates that the balloon¿s proximal bond may have been detached when the user attempted to retract the balloon. A review of the manufacturing documentation associated with lot f1616802 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint.   The event reported as the issue with button # 3 was confirmed. It was confirmed that the button # 3 issue was caused by the balloon¿s proximal bond being detached from the polyimide shaft and bunched at the distal end of the advancer tube, which created the resistance and prevented the button # 3 from being slid all the way during the balloon retraction step. The event reported as balloon loss of pressure was confirmed. It was confirmed that the balloon loss of pressure was caused by the balloon bond detachment which may have been attributed to an application of excessive force on the catheter during the balloon retraction step. If the device is misaligned with the tissue tract during the balloon retraction, it can cause the tamp tube to "pin" the catheter shaft and scrap off the balloon proximal end from the polyimide shaft during button # 3 retraction step, resulting in the balloon bond detachment. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. According to the product instructions for use, users are warned to not use the mynxace if the device appears damaged or defective in any way. Neither the DHR review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6).   The device was received for analysis; however, the engineering report is not yet available. The analysis of the device, the device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using buttons 1 and 2 for a mynx ace vascular closure device (vcd), button 3 became stuck and would not slide after halfway. After a few tries it then slid. When he removed the device he notices the balloon had ruptured. Patient's hospitalization was not extended. Mynx ace still closed; however, additional manual compression for 30 minutes or less was used to be sure. There was no patient injury. He confirmed there was no calcification in the artery nor was there any hard pulling of the device. The access site was located in the femoral artery for an interventional peripheral procedure. The vessel size was unknown and the stick location was in the groin. A non-cordis 5f sheath had been used before the procedure. The mynx ace vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon was fully deflated, and it was prepped with contrast or saline.